Event description:
The complainant stated that the beds hi/low function would lower automatically when left siderail ucm cable is plugged into weigh frame junction board. The account isolated the issue to the head hi/low cable. The account declined to have the bed repaired.